Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed; however, several secondary issues were observed during testing. The test strips were found to be misclassified by the meter; the meter reported ¿blood¿ when control solution had been applied to the test strip. Additionally, when the test strips were tested with control solution, an error 5 was observed with no assignable cause found. Furthermore, the test strips were found to have results both above and below range when tested with control solution. Additional tests were performed on the test strip vial; the test strip vial passed testing and the complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.